Event description:
Health professional reported immediately after injection of the nasolabial folds and ".1 ml in each of the two deep lines of the glabella" with juvederm ultra xc, pt experienced symptoms involving the glabella injection sites: tenderness, soreness, and "one consistent red line". "No problem" noted at the nasolabial folds injection sites. Symptoms improved after 10 days treatment with oral "keflex". Pt was then prescribed oral "cipro" for ten days, after which the symptoms were considered "much improved" but with "continued mild erythema" and "tenderness resolving". The symptoms are believed to be an infection at the injection site that is "probably not" product related.

Manufacturer narrative:
Medwatch sent to FDA on 10/14/2013. Device labeling: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.